Manufacturer narrative:
The technician found the side rail slide bracket was bent. The technician replaced the side rail slide bracket assembly to resolve the issue.

Event description:
The technician alleged the side rail will not raise to the latch position. No patient impact.